Event description:
It was reported: the agent reported on event date the patient was having a fx patella repaired from a fall after 3 months post-op to a tka. Postoperative x-rays from fx repair revealed a radiolucent and loose tibia that was subsequently replaced.